Manufacturer narrative:
It was reported that the ventilator had issues with volume and pressure values during ventilation. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. According to the information provided by the technician, the customer reported that the ventilator had issues with volume and pressure - incorrect values were delivered. The device was checked and no deviation was found. Device successfully passed pre-use check. The device was delivered to the user in working condition. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. The issue was decided to be reported as occurrence of clinical alarms like airway pressure high, peep low or expiratory minute volume low may indicate insufficient ventilation to the patient or no ventilation. There was no patient harm. The root cause of the reported alarms has not been determined.

Event description:
It was reported that the ventilator had issues with volume and pressure values during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #(B)(4).

Event description:
Manufacturer's ref. #: (B)(4).